Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that they were performing a declot procedure on a patient's fistula and they experienced difficulty when trying to flush the sheath. As a result, it was removed and a new device was placed and used successfully. There was a delay in treatment with no harm to the patient, no patient death and no patient complications reported. Additional information received on (B)(6) 2011 from the sales representative stated the saline would not push through the sheath.